Manufacturer narrative:
B3: date of event: date of event was approximated to 03/01/2025 as no event date was reported. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during a scope cleaning on an unknown date. The hedgehog brush broke while attempting to clean the scope. There was no patient involvement in this event.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during a scope cleaning on an unknown date. The hedgehog brush broke while attempting to clean the scope. There was no patient involvement in this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to 03/01/2025 as no event date was reported. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: the returned hedgehog dual-end brush was analyzed. During product analysis, it was noted that the returned brush had a clean break, and no material defects or deformation was noted at the area where the device separated. The location of the break is near the base of the green handle. An investigation to address this problem is in progress. With all the available information boston scientific concludes that the reported event was confirmed. Based on a review of all available information, as investigation findings do not lead to a clear conclusion, the cause of the reported event could not be determined.